Event description:
Patient undergoing going rou-en-y gastric bypass surgical procedure. After reloading us surgical stapler it cut tissue, but did not apply staples. Another reload to replace previous staples. Procedure completed without further incidence. No untoward patient complications from stapler misfire.